Event description:
The neuro lead was returned for analysis after 7.6 months implant duration stating loss of stimulation therapy. At follow-up, product interrogation detected high impedance readings. The device was replaced in 2006 and was returned to the MFR for analysis. Following product replacement, the pt received sufficient therapy. The product report shows no pt injury occurred. The hcp also reported this is the second lead replacement for this pt. The first lead was implanted in 2004 and retrieved after 21 months "severs" life in 2006. No pt information was provided. It is unknown, if the initial lead was a medtronic product.

Manufacturer narrative:
Final device analysis results reveal all four conductor wires are broken. Visual inspection of the returned device shows: the full lead was received for analysis. Fractured conductors were noted 15-cm from the distal tip. The outer insulation was intact. Inspection noted that all four connector sleeves were crushed indicating the setscrews of the extension were over-tightened (assume implant damage by the setscrews). The tip side was intact and undamaged. Results of electrical inspection shows: the electrical continuity of all four conductors was not complete. There were no shorts observed between the conductors. Analysis findings indicate the fractured conductors are related to the reason for return.